Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned 3 patient samples tested for either hcg + beta (hcg + b), estradiol iii, or progesterone (prg) on a cobas e 411 immunoassay analyzer. Based on the data provided, the hcg + b results for 1 patient were erroneous and reported outside of the laboratory the initial hcg + b result was 0.58 ui/l. This result was reported outside of the laboratory. The sample was repeated and the result was 717.9 ui/l. There was no allegation that an adverse event occurred. The hcg + b reagent lot number and expiration date was not provided. The customer checked the calibration signals and quality controls (qc) results. Qc was correct but the calibration signals were half the expected value. The customer is using vacutainer tubes without the recommended rack adapters. A precision check was performed with a different sample testing prg and there were 2 outlier points. The field service representative (fsr) performed instrument tests and found that the measuring cell was unstable. The measuring cell was 2 years old. The fsr replaced the measuring cell and the next instrument test was acceptable. The fsr also received liquid level detection alarms. The sample/reagent probe was replaced. The fsr found that the customer was using 13x75 mm sample tubes, but, for some samples, they placed a small cup on top of the tube without any adapter. This is not within specification. It is not known if this technique was used when the erroneous hcg + b result was generated. The customer has not had any other discrepant results since the service visit.